Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was unable to perform a blood glucose measurement with his meter due to an unknown error message. The patient experienced many symptoms but it is unknown if the symptoms were diabetes or cancer related. The patient was brought to the hospital by ambulance where his blood glucose measured 31 mmol/l. The patient was treated with insulin to lower his values and after five hours he was released with a blood glucose value of 21 mmol/l.